Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer would not open. A technical support specialist (tss) logged into mql and verified that a ds transaction had been recorded for item: ondansetron 4mg tab. Tss confirmed that user did not have pharmacy admin rights, so user was unable to assign or insert the cubie for item: ondansetron 4mg tab back into the drawer. The tss advised reaching out to the pharmacy to send a restock/new fill for this item and to return the cubie. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower error message was displayed on the login screen stating that the drawers would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.